Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the they received a low battery alert prior to the off no power alert. Customer stated it was less than 8 hours from the low battery alert to the off no power alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer states this is the second occurrence of off no power in less than 8 hours after low battery warning. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.